Manufacturer narrative:
Device analysis: the stent was correctly positioned on the balloon with no evidence of expansion. A pinch was visible on the distal shaft. Blood was visible in the balloon distal shoulder indicating the presence of a leak. Negative prep confirmed the presence of a leak. On pressurization of the device water was observed exiting from the distal tip, indicating a leak on the inner shaft. Visual inspection confirmed a leak site on the inner shaft proximal to the proximal marker. The material was protruding outwards at the leak site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located at the proximal left anterior descending artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected before use with no issues noted. The lesion was pre-dilated. No resistance was noted while advancing the device to the lesion and no excessive force was used. It was reported that the physician experienced an inflation difficulty during balloon inflation. It was described that the balloon would not inflate when pressure was applied using an inflation device. The balloon did not inflate at all. The inflation device had no issues noted. The procedure was completed using a non-medtronic device.